Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported that a patient also experienced "weight gain, chronic fatigue, brain fog, memory loss and anxiety; these events are not device related. Device has been explanted.

Manufacturer narrative:
Further investigation: review of DHR for work order 2251628 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell run numbers 10026022; 10026884 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Material test record for supplier lot number 1202503, (allergan batch #201202033), part number 7091-01, patch, 40 mm. A total of 11,193 units were certified to have been assembled and inspected by (bentec medical) on (B)(6) 2012 as per requirements in drawing 7091 rev 5.0. Sampling test inspection (50 ea) was performed per qc-609, rev. 4.0 as per the corresponding procedure, visual inspection was performed, and all components were noted conformant during the testing. As per the corresponding procedure, physical inspection was performed, and all components were noted conformances during the testing. 11,190 units were released on (B)(6) 2012. In addition, form 020949 was verified and all parameters (temperature-time-pressure) during the assembly process met the specifications. Review of work order 2251628 and the event code "split in patch area" did not identify any ncs, ers or CAPA associated with this information.

Event description:
Additionally, healthcare professional reported that a patient also experienced "weight gain, chronic fatigue, brain fog, memory loss and anxiety; these events are not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; the weight the device within specification, deformation, crease fold and observed 40 mm dark patch edge material inside gel device. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identified: wear abrasion and observed split in patch area, it is out of specification per (B)(4) was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint. Based on the device analysis the final assessment is: - no were observed openings on the device. - split in patch area, due to a workmanship. Further investigation for workmanship issue has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture . This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.